Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received no delivery alarms on different sets and places. The customer's blood glucose level at the time of incident was 390mg/dl. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump passed displacement test, prime test and excessive no delivery test. No excessive no delivery alarms noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.